Event description:
It was reported that a type 3b endoleak was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg during an endovascular abdominal aortic aneurysm repair (evar) procedure for a 63-year-old male patient. The device was inspected prior to use in order to ensure no damage had occurred. There was no difficulty experienced during graft deployment in the target zone, even with mild anatomical tortuosity. No stent detachment, breakage of z-stents, inadequate barb engagement with vessel wall or material fracture of the graft were observed following placement. Aneurysm progression was found to have stopped. Ballooning was then performed at all junction points with a cook coda balloon inflated to 30 cc at all junction points. An inflation device was not used. The discovery of an endoleak was discovered in the final run during the completion phase of the evar. The endoleak was not identified at a graft overlap, as it was noted that, "once the contrast got down to the iliac branch and zsle limb component, there appeared to be leaks coming from everywhere." No graft obstruction or high blood pressure was observed within the graft during the endoleak. The iliac arteries were the anatomical areas of involvement, at all junction points. It is unknown if patient anatomy had an impact. To correct the endoleak, all junctions were re-ballooned. It is unknown if any additional procedures will be required due to the reported endoleak. The physician believes a suture leak caused the endoleak. A cook representative was present for the case. The patient received standard procedural heparin anticoagulation; no additional anticoagulant or other relevant medications were administered beyond routine protocol. No part of the procedure was performed off-label or outside of the patient selection criteria. The graft was not altered in any way prior to implant. The instructions for use (IFU) were followed, and the device functioned as expected.

Manufacturer narrative:
. H3 - device evaluated by mfg?: the device remains implanted and will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.